Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a multimeter (cl-14089) was used to test the voltage in the battery, and it was found to be 3.66 v. Then the customer¿s battery was then put into the test mcgrath (cl-16058), the customer¿s issue was replicated. The battery did not power on the device. Both the display and the led did not work when the battery was in the device. But, after applying force to the top part of the battery, the led would turn on. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the video laryngoscope had no display. The battery power was not displayed on the monitor, even though there was some remaining battery. The situation improved when a new battery was replaced with another one. There was no patient involvement.